Manufacturer narrative:
(B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
Note: this report pertains to the second of three devices that were used during the same procedure. Manufacturer report #3005099803-2010-02401 pertains to the first device, and manufacturer report #3005099803-2010-02433 pertains to the third device. It was reported to boston scientific corporation that during an anterior repair procedure, the physician, after having made numerous unsuccessful attempts to suture the patient's sacrospinous ligament with the mesh leg of an uphold vaginal support system (manufacturer: medventure technology corporation), loaded the mesh leg into a capio standard suture capturing device. However, upon loading the mesh leg into the stand-alone capio device, approximately two millimeters of suture (with the needle at the end) detached from the mesh leg, outside the patient. The physician then attempted to tie a tight knot between a stand-alone prolene suture (manufacturer unknown) and the affected uphold mesh leg, but was unable to do so due to challenges presented by the patient's anatomy. The physician used another uphold vaginal support system to complete the procedure without any complications to the patient, who is reportedly fine post-procedure.